Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/15/2016: medical records received. After review of the medical records for MDR reportability, the medical records indicated the patient also suffered from pain, crepitus, discomfort, and tightness. The patient underwent the arthroscopic release on (B)(6) 2014, not (B)(6) 2014. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical report states the patient had popliteal impingement and is awaiting a resolution.update recvd 12/7/2016- clinical der states ae for arthrofibrosis popliteal syndrome, popliteal impingment. The ae was resolved on (B)(6) 2014 with an arthroscopic release.the complaint was updated on 12/13/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.